Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that the following blood glucose results were obtained when testing a neonate's blood glucose on the accu-check performa system and on a laboratory instrument: in 2009: - 22 mg/dl (performa meter), 61 mg/dl (lab); -39 mg/dl (performa meter), 60 mg/dl (lab); -42 mg/dl (performa meter), 65 mg/dl (lab); -35 mg/dl (performa meter), 70 mg/dl (lab). The next day: -27 mg/dl (performa meter), 48 mg/dl (lab). Five days later: -23 mg/dl (performa meter), 34 mg/dl (lab). No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.